Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's ipg would get warm. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg would get warm. The patient will undergo an explant procedure. No device malfunction was suspected.